Event description:
The user facility reported that a hospital employee slipped and fell due to water leaking onto the floor from the (B) (4) century steam sterilizer. The employee refused medical treatment after the event initially took place. She later sought medical attention where she was treated for a sprain in her lower right arm. The facility employee is currently working light duty.

Event description:
Steris has contacted the user facility several times to obtain employee status however, the user facility has not responded.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the leak had come from the sterilizer's heat exchanger. The service technician replaced the heat exchanger and ran multiple test cycles, which confirmed that there was no further water leakage. The unit was returned to service. No further issues have been reported with the device.